Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, an aortic valve replacement procedure was performed and this 21 mm sjm epic valve was implanted. On (B)(6) 2016, the valve was explanted due to patient prosthesis mismatch and a larger 23 mm sjm trifecta valve was implanted.

Manufacturer narrative:
(B)(4). The results of this investigation concluded cusp 1 contained a tear. There was thinning and loss of collagen at the base of all three cusps. Special stains were negative for organisms and no acute inflammation or calcifications were present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tear was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.